Event description:
It was reported that during an implant on (B)(6) 2022 the lead was positioned in several locations with dislodgments noted in all locations. The lead was removed, and tissue was noted on the helix. The physician attempted to remove the tissue, and in the process the helix was bent. The lead was replaced, and the new lead was placed without difficulty. The patient was stable.

Event description:
New information notes that the lead will no be returned for evaluation.